Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the battery was discharged as the patient did not charge the unit for several weeks. The inability to connect to the clinician programmer was due to the battery being discharged. The issue was resolved as a family member found the charging unit and was planning to charge the implant. The patient being non-verbal and their leg twitching was said to be related to a stroke and not related to the device/therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for n on-malignant pain and cervical/neck. It was reported that the patient¿s implantable neurostimulator (ins) battery was not holding a charge at the time of the report and it was discharged. Also, the rep was not able to connect their clinician programmer to the ins. Lastly, it was reported that the patient was non-verbal, and their leg was twitching. There were no further complications reported or anticipated.